Event description:
It was reported to philips that the electrode could not discharge according to the normal operating procedures. The doctor used another defibrillator to complete the emergency treatment. The patient was cardioverted with defibrillation due to rapid atrial fibrillation. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
There were no ECG monitoring strips or event files available to send to philips for review. The customer was informed of end of life / end of support. According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms and the device remains at the customer site.